Event description:
Literature review of "breast implant related anaplastic large cell lymphoma alk- (alcl alk-) case report", blood (vol. 122, no. 21). Electronic publication date: 10/21/2013. The article describes events associated with a (B)(6) year old pt, who underwent bilateral cosmetic breast augmentation 10 years previously (mcghan textured round 400 ml implants). Six months before, she developed slowly progressive right breast pain and inflammatory signs associated with fluid collection around the right breast which was drained. A yellow cloudy fluid was examined and showed atypical large lymphoid cells. A cell block showed numerous lymphoid cells including atypical cells with lobated nuclei. Pet CT scan was negative, as was a bone marrow aspirate and trephine for lymphoma infiltration. Following bilateral removal of the breast implants, further histopathology studies showed no infiltration of lymphoma of the breast capsules or scar tissue. Right breast peri prosthetic fluid microscopy showed a population of single malignant cells with scanty cytoplasm, numerous mitosis, and single and multiple nucleoli, with some cells showing horseshoe nuclei. Malignant cells were positive for cd30 and lca and negative for cd20, cd68, ae1-3, alk 1. Local radiation after explant was planned as preferred treatment.

Manufacturer narrative:
Device labeling addresses the events as follows: augmentation pts ((B)(6) study, in the labeling for silicone implants): pain 11.4%; seroma 1.6%. Device labeling reviewed: there were no reported events of lymphoma/alcl augmentation in the labeling for silicone implants. Augmentation pts (r95/a95 studies, saline implant labeling): pain 17%; seroma 2.6%. Device labeling reviewed: there were no reported events for lymphoma/alcl in the labeling for saline implants.